Event description:
During a laparoscopic roux-en-y gastric bypass, the harmonic did not work. The device kept turning off and needed to be reset. This happened several times. The device and cord were switched out. The generator used was 1111128704. The lot # of the cord is w90u91077. The device and cord were taken to purchasing and a product failure report was filled out.